Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's parent reported via phone call that they had a high blood glucose value of 458 mg/dl. Customer stated that the insulin pump had pump error. Customer reports they were able to clear the alarm. Customer stated they are not able to rewind the pump. The customer was treated with manual injection. Customer declined trouble shoot for high blood glucose. The device will not be returned for analysis.

Manufacturer narrative:
Device received with critical pump error due to moisture damage to force sensor. Device received with corroded electronic assemblies, corroded battery tube, and corroded motor home switch. Device unable to perform displacement test, rewind, prime or seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self test or verify pump error 43 due to critical pump error alarm. Motor was tested outside device and passed. (B)(4)..